Event description:
It was reported that a continu-flo solution set leaked at the junction of the tubing and the bottom of the drip chamber before use. Reportedly, the tubing looked as though it didn't fit. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.evaluation summary: the sample was received for evaluation. When the device was picked up the tubing separated from the drip chamber out let port. A microscopic inspection identified that there was no visual plow ridge on the tubing end. The remaining solvent bonds were pull tested with no failures noted. The cause of the malfunction could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.